Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported info. Additional pt info has been requested of the reporting facility.

Event description:
The reporter stated, mayfield skull clamp slippage - pt injury unk.